Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an erroneously low platelet (plt) result of 61 with no instrument generated flags on a specific patient sample generated by the unicel dxh 800 coulter cellular analysis system. Review of a manual smear revealed many platelet clumps. The erroneous result was not reported out of the laboratory. A subsequent sample drawn in a thromboexact tube (not supported/verified for use on a dxh 800) yielded a plt result of 97. This value was determined to be correct because it correlated with the platelet estimate from a manual smear and also passed the delta check. A platelet estimate value was not provided. Raw data demonstrates some debris; however, it is not sufficient enough for the algorithm to trigger platelet clump flag. Patient treatment was not affected in this event.

Manufacturer narrative:
Per the raw data provided by the customer for run 1, the white blood count (wbc) histogram starts very low, showing no indication of plt clumps. The scatter plot of the nucleated red blood count (nrbc) module shows some debris events, but the number of events is not enough to trigger the clump flag. Run 2 illustrates the front of the wbc histogram shows a minor interference pattern, not enough to trigger the clump flag in complete blood count (cbc) module. The nrbc scatter plot does have enough debris events for the algorithm to generate a giant platelet flag. Service was not dispatched for this event. The root cause for this event is unknown. Per bec product labeling, known interferences related to the plt parameter of the dxh 800 include giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, and red cell fragments.